Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq0799 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported the material was inserted in a new born and when performing the salinization of the catheter priming, it was observed the release of saline solution through the hole of the stylet insertion.